Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient

Event description:
It was reported that approximately 4 months post implant of a bifurcated device, an suprarenal aortic extension and three limb extensions, the patient presented to the hospital with a rupture. The physician elected to convert to open repair and explanted the devices. The patient made it out of surgery and expired 20hrs post op. The patient expired due to renal failure. Additional note: the patient had a low count of white cells, and a computed tomography was done a few months ago and revealed a mycotic aneurysm. It may be possible that the patient may have had an infection prior to rupture.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by an internal clinical representative with the following impression: there was suboptimal medical documentation and imaging studies available for this review. This patient had an ongoing infectious process at index, which is incongruent with the IFU, and might have contributed to the outcomet. The patient's use of antiplatelet therapy increased their risk of bleeding complications, which might have contributed to the event. There was evidence of infection of an ongoing infectious process at index (left ankle osteomyelitis) and a developing left femoral-popliteal graft and incision infection the next two months post index. There might have been evidence of an inflammatory aneurysmal sac at the substantiated event (rupture). There might have been substantiated evidence of main body mural thrombus, a right iliac stent collapse, and an endoleak type iiia. The patient underwent an emergency conversion. The rupture was confirmed to be at the posterior medial aspect, just below the right renal artery. At the end of the case, the patient was observed to have pulseless lower extremities. The patient was transferred to critical care for further resuscitation. However, after extensive vasopressor therapies, acidosis and hyperkalemia could not be reversed, and the patient expired. The official cause of death was a ruptured aneurysm, hyperkalemia and systole. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.